Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 375cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with 375cc mentor smooth round moderate plus profile saline breast implants experienced bilateral ptosis and bilateral capsular contracture postoperatively, baker grade IV on the right and grade iii on the left. Diagnoses were confirmed by physical examination. As a result, the patient underwent explantation and replacement with 445cc mentor memorygel breast implants, catalog # 3507445mc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. Upon explantation, the right breast implant was found to be partially deflated. This medwatch report is for the left-sided implant.